Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture was diagnosed by sonogram. In addition, the patient has a lump and is experiencing pain in her breast. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/25/2018, the mentor failure analysis lab received the device for evaluation. On 06/29/2018, mentor received additional information about the event: the explantation date was originally reported to be (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. The date of event was originally reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2018. The concomitant product is a mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3507400bc, lot #209018. The patient¿s explanted devices were replaced with mentor memorygel breast implant 400cc gel breast prostheses. On 07/06/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained clear gel. Gel was observed on the shell surface. Upon receipt the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).